Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the band, but recovery was unsuccessful. The drawer was then replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed. Customer reported repeated attempts to recover the storage space, including power cycling the pyxis, but the system did not recognize that the drawer was locking even though it physically. As a result, the customer was unable to load or refill medications into main drawer 2.1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.